Manufacturer narrative:
The reported malfunction was observed and attributed to foreign substance causing an open circuit on an etch on the hv module. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that there was no patient involvement in the reported malfunction.